Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast inflammation" and capsular contracture, baker grade unknown.

Event description:
Explanting physician reported capsular contracture, baker grade unknown and "breast inflammation". The device remains implanted. This record relates to the left side.